Manufacturer narrative:
D9. Device available for evaluation? Yes returned to manufacturer on: 13-jun-2023 h6. Investigation summary: bd received 2 samples and 3 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for bent cannula was observed. Additionally, the customer samples were evaluated by visual examination and functional testing, each having their eclipse shields activated, and the indicated failure mode for bent cannula with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode bent cannula. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that the pink protection system of the bd vacutainer® eclipse¿ blood collection needle is not protected. Verbatim: the needle protection system is faulty. Even when the pink protection system is totally closed and clicks, the needle is not protected, it is exposed and there is a serious risk of an accidental needle stick for the professional.

Event description:
It was reported that the pink protection system of the bd vacutainer® eclipse¿ blood collection needle is not protected. Verbatim: the needle protection system is faulty. Even when the pink protection system is totally closed and clicks, the needle is not protected, it is exposed and there is a serious risk of an accidental needle stick for the professional.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.